Manufacturer narrative:
Field service engineer troubleshot the generator filament current error and found the filament drive pcb was missing. After further investigations, it was found the customer had called a third party service representative who had been on site and removed the filament drive pcb and has new parts on order. Repair was not finished by the covidien fse since customer had already contracted with 3rd party. The result of the 3rd party service was the replacement of the filament drive pcb. Customer reports the system returned to service.

Event description:
On (B)(6): customer operating room charge nurse reports that during an unspecified urology procedure, the fluoro has failed. Patient was moved to another room where physician was able to complete procedure without further incident. Customer would provide no patient or procedure information, other than to say procedure completed with no reported injury.